Event description:
Following a ptca/stent procedure, an angio-seal device was placed. Immediately following deployment the device collagen was found to be exposed above the pt's skin level. The physician was advised that the collagen should not be cut, but chose to cut the collagen regardless of the warning. Hemostasis was not achieved, requiring compression and femostop placement. Hemostasis was not achieved by mechanical compression, and the pt was taken to the operating room. F/u with the site confirms that the pt was discharged home following this procedure with no further sequelae. Requests by the MFR to obtain copies of the operative report were denied, per hospital policy. Therefore, the exact diagnosis or event which may have caused or contributed to this event of bleeding remains unk.